Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: there was a crack along the battery compartment threads. Unrelated to the complaint, the pump booted to the verify screen with a dim and discolored contrast. The returned battery cap was used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. Battery cap was not damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.